Manufacturer narrative:
Revision occurred approximately 721days after the primary surgery due to loosening. No actaul,implied, or suspect link to fx product.

Event description:
The revision surgery occurred on (B)(6) 2026 and all related information was received on (B)(6) 2026. The revision occurred approximately 721 days after the primary surgery which occurred on (B)(6) 2024. No fall or other trauma reported. Based on comparing usage forms only humelock reversed eccentric glenosphere w/ screw cocr/ta6v 10° tilt ø36mm, fx v135 humeral cup 135/145° stability pe/ta6v ø36 +6 was explanted due to loose glenosphere. These parts were replaced with humelock reversed eccentric glenosphere w/ screw cocr/ta6v 10° tilt ø40mm, fx v135 humeral spacer ta6v +9mm and fx v135 humeral cup 135/145° stability pe/ta6v ø40 +6. Based on the information available from the distributor the glenosphere was not fully implanted as the humeral cup slipped but the screw did not break. The glenosphere flipped superior and caused wear. When the surgeon removed glenosphere it was loose, but the screw was intact showing clear evidence the humeral cup was not fully seated in the primary surgery.